Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient experienced an infection due to dialysis and was hospitalized. No additional details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2024 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital (date unknown) presented with klebsiella (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was revised, and the patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to unrelated comorbidities and was discharged to home on (B)(6) 2024. It was confirmed that there was no indication the patient's peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed pd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this infection cannot be determined; however, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient experienced an infection due to dialysis and was hospitalized. No additional details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2024 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital (date unknown) presented with klebsiella (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was revised, and the patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to unrelated comorbidities and was discharged to home on (B)(6) 2024. It was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed pd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.